Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned. The known lot number is an olympus lot number. As the device has not been returned, we are unable to determine the original equipment manufacturer (OEM) lot number, therefore we cannot complete a review of the device history record.

Event description:
The user facility reported that there was a failure of the laser fiber prior to a demo case. The tfl-fbx200s fiber had broken near the base connection. It was then reported to have smoked and caused a fire. There was no patient or staff injury. No additional information was provided.